Event description:
It was reported that this patient presented to the emergency room after reporting an inappropriate shock. A review of the rhythm showed that the patient was in a sinus tachycardia, then the rate increased into the ventricular fibrillation (vf) zone, and then the rhythm morphology changed resulting in an inappropriate shock. A request for review was sent to technical services(ts) as well as advise for programming options. Ts reviewed the case and noted that the onset of the arrhythmia appeared to be supraventricular tachycardia (svt) and the rate gradually increase into the shock zone. Prior to the shock there was a clear morphology change suggesting the patient may have gone into a ventricular tachycardia (vt) at this time. Ts noted that no further information was provided from the field representative. Ts noted that it was not possible to rule out a possible fast atrial rate when it comes to this case. No additional adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that this patient presented to the emergency room after reporting an inappropriate shock. A review of the rhythm showed that the patient was in a sinus tachycardia, then the rate increased into the ventricular fibrillation (vf) zone, and then the rhythm morphology changed resulting in an inappropriate shock. A request for review was sent to technical services (ts) as well as advise for programming options. Additional information noted that the device was reprogrammed, and ts discussed additionally given the active nature of the patient smart charge may be forced to max intervals. No additional adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented to the emergency room after reporting an inappropriate shock. A review of the rhythm showed that the patient was in a sinus tachycardia, then the rate increased into the ventricular fibrillation (vf) zone, and then the rhythm morphology changed resulting in an inappropriate shock. A request for review was sent to technical services (ts) as well as advise for programming options. Ts reviewed the case and noted that the onset of the arrhythmia appeared to be supraventricular tachycardia (svt) and the rate gradually increase into the shock zone. Prior to the shock there was a clear morphology change suggesting the patient may have gone into a ventricular tachycardia (vt) at this time. Ts noted that no further information was provided from the field representative. Ts noted that it was not possible to rule out a possible fast atrial rate when it comes to this case. Additional information noted that the device was reprogrammed, and ts discussed additionally given the active nature of the patient smart charge may be forced to max intervals. No additional adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.